Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 46 mg/dl. Customer¿s current blood glucose was 84 mg/dl. Customer stated that they received alert for calibration not accepted and change sensor. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.